Event description:
Hosp reported during a procedure, an extravasation occurred into the pt's left hand. Approximaltely 20 cc extravasated. The pt was transferred to another hosp's burn unit. The type of intervention required is unk.